Manufacturer narrative:
Sanofi company comment 28-aug-2018. New follow up information dose not changes the previous assessment of this case. Based on the limited information provided regarding this case, causal role of the suspect product cannot be excluded. Case will be re-evaluated post further update on patient's underlying conditions, past medical and drug history, concurrent illness and concomitant medications.

Event description:
Walk way worse [walking difficulty] ([condition worsened]); excruciating pain [pain]. Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case from united states received from a consumer (social media). This case involves an unknown age patient who experienced excruciating pain and walk way worse (latency: unknown), after the patient was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In (B)(6) 2017, the patient started receiving intra-articular hylan g-f 20, sodium hyaluronate at an unknown dose and frequency (with an unknown batch number) for an unknown indication. The patient reported that, the patient received 3 injections in each knee every couple of weeks since the beginning of (B)(6). On unknown dates, the patient experienced excruciating pain and walk way worse (gait disturbance). The patient reported that even getting around with a cane had become difficult. No further information was available. Final diagnosis was walk way worse and excruciating pain. Seriousness criteria: disability (wheelchair and cane) for walk way worse. Corrective: cane and wheelchair for walk way worse. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on 22-aug-2018 for 'synvisc'. Batch number; unknown, local ptc number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Follow up information was received on 22-aug-2018. No new information was received. Additional information received on 28-aug-2018. Gptc number added and results was received. Clinical course updated, and text amended accordingly.